Manufacturer narrative:
B3/d10 (event date): the events occurred on an unspecified date in may 2024. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) homechoice cassettes leaked at the connection to the supply bag. The events occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.